Event description:
It was reported that the dexcom g7 sensor paired to the dexcom app but failed to pair with the ilet, and the caller was advised to wait for the remainder of the warmup period and call back if pairing continued to fail. Customer care provided remote support that included technical troubleshooting with user education regarding pairing and warmup timing. Investigation of this case revealed a pairing failure limited to the ilet interface while the cgm transmitted data to the dexcom app. No adverse clinical effects and blood glucose reported as unaffected. Outcomes included no change in therapy, without medical intervention. It was concluded that the event involved a communication or pairing issue without patient harm.